Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image found that the anchor was not shown. The inserter appeared to be standard. A visual inspection revealed that the anchor and device were returned. The anchor had shattered into many pieces. Each piece had significant deformation along the threads. There was debris on the anchor pieces and device. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, improper preparation of the insertion site, or excessive force or torque. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery procedure, the twinfix ultra ha 4.5 w/2 ub (wh & blue was broken. All pieces were removed from the patient with tweezers. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.